Manufacturer narrative:
The unit was serviced and repaired. Unit needs software upgrade v2.04 to v2, 06, version and calibration. Fault log shows error 600 15 x1 and 400 12 x2. (B)(4) the software has been upgraded v2.04 to v2.06 and calibrated. The fault log has been cleared. Unit passed all functional tests. All the output powers are with in the spec. Unit passed rf leakage current test, electrical safety test, earth bounding test and final test. Unit tested ok. (B)(4) device tested ok, running system version 2.06 and passed electrical safety test.

Event description:
It was reported to (B)(4) that during a procedure, two generators failed. The surgeon had no tone down and no coagulation on both devices. The surgeon tried a thunderbeat device which functioned fine, but then decided because of the patient's anatomy to switch to an open procedure. There was no patient harm. (See MFR report #9617070-2013-00007, for first generator).